Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 5xx pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 129 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by changing reservoir after being assisted with troubleshooting. The reservoir will be returned for analysis.